Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. Review of the session records revealed intermittent crosstalk. Programming changes were recommended. The patient was in good condition.